Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related per clinical details that issue was resolved by redressing the insertion site using gauze to angle-match.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Event description:
An impella cp was inserted via the femoral artery to support the 76 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient's underlying medical history was not shared. The pump was supporting when on the day of insertion there was a hematoma at the pump access site. The team had both the venous and arterial access at the right groin site. There was swelling a hematoma developed. The staff medically managed the site with re-dressing, angle matching, and bleeding resolved with these standard best practice troubleshooting measures. The team left the pump in despite the hematoma. The pump was explanted after successful wean on day two. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. As no device is available, device evaluation could not be performed. No additional information impacting the previously reported device return status is available at this time.